Event description:
Customer reporting 1 false positive sars asymptomatic patient result (asymptomatic on testing date of (B)(6) 2020). Patient became symptomatic starting (B)(6) 2020 (sob, respiratory failure, febrile, chf symptoms) and an additional sofia sars test was run resulting in a 2nd positive result. Customer communicated the results were confirmed negative by pcr and another unknown method.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.